Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Customer reported blood glucose (bg) level was impacted (300 mg/dl). A bolus via the pump was administered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.